Event description:
Reporter indicated that device diagnostic testing at office visit with neurologist resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Further follow-up with neurosurgeon revealed that the pt's lead wire was broken near the area of the clavicle, presumably identified via x-ray. The pt reported no recent injury or trauma that may have damaged the vns therapy system; however, the pt does have large breasts with a lot of mobility which may have contributed to movement of the generator and subsequent lead fracture. Lead replacement surgery is planned. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.